Manufacturer narrative:
Device evaluation anticipated, but not yet begun.

Manufacturer narrative:
Evaluation summary: ¿(2800/19mm) moderate to heavy calcification is detected in the cusp area of all three leaflets. Calcification reduced mobility in the leaflets and most likely led to stenosis. A gap is noted at the coaptation region. Host tissue overgrowth is minimal to moderate at the tissue outflow and tissue inflow. It encroached onto the tissue and into the orifice by approximately 2mm. The x-ray demonstrates calcification.¿

Event description:
Reportedly, the device was explanted due to calcification. Implant date is unknown. The initial report to the sales rep reads: "in 2009, a patient with aortic stenosis came in for a re-op aortic valve replacement. After removing the valve that had been placed in 2001, it was noted that there was calcification of those leaflets on that valve. This hinders the function of the valve. She also had a horribly calcified ascending aorta, obviously this woman has bad disease! It was an edwards valve and dr requested that it be sent off to edwards for possible research interests. If I can be of any help let me know. " received via email to sales representative on 04/10/2009. No additional information provided..